Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code no longer applies. Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative. An allergic reaction was reported and it was unknown what it was related to. The pump was explanted due to what they thought was an infection. The hcp noted pus in the pocket. The hcp got the test results back and the pus type substance was clear of infection. The hcp reported the patient was allergic to nickel and was questioning the materials of the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported that there was a pocket infection and the pump was explanted on (B)(6) 2017. The pump would be replaced in the future. Cultures were taken intraoperatively. There were no environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved and the patient status was unknown.